Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of these batches.

Event description:
It was reported that bd¿ general use sterile hypodermic needle was faulty and leaked. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 305127 batch no: 8025679, 8081671. It was reported that needles are "faulty" and one package was missing the needle. Per email response: some new packages have no needle in them only air or only the needle cap. Others don¿t screw on properly and never lock into place, they just keep spinning. This causes a loss of the medication when you attempt to administer it. Yes, we lost 2 syringes of supartz due to medication squirting out due to faulty needle. This happened on the same patient who was here for bilateral knee injections. The 2 supartz syringes that were lost due to faulty needles cost our practice around (B)(6). The only one available is one that has no needle in it, package is sealed and only contains needle cap per customer email: nurses/dr. Found the following lot numbers that are faulty. Lot # 8081671 lot # 8025679 (package had no needle in it).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8025679, medical device expiration date: 2023-04-30, device manufacture date: 2018-01-25. Medical device lot #: 8081671, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-22. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ general use sterile hypodermic needle was faulty and leaked. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 305127, batch no: 8025679, 8081671. It was reported that needles are "faulty" and one package was missing the needle. Per email response: some new packages have no needle in them only air or only the needle cap. Others don¿t screw on properly and never lock into place, they just keep spinning. This causes a loss of the medication when you attempt to administer it. Yes, we lost 2 syringes of supartz due to medication squirting out due to faulty needle. This happened on the same patient who was here for bilateral knee injections. The 2 supartz syringes that were lost due to faulty needles cost our practice around (B)(6). The only one available is one that has no needle in it, package is sealed and only contains needle cap. Per customer email: faulty bd needles cost dr. (B)(6) 2 supartz syringes which cost about (B)(6) each. Nurses/dr. Found the following lot numbers that are faulty. Lot # 8081671, lot # 8025679 (package had no needle in it).